Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10. Visual examination of the provided pictures shows the device and points to the screw. As the device was not returned the screw jamming could not be confirmed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00599707100, distal telescoping rod, 60045382. Report source: foreign - (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that one of the distal telescoping rod screws jammed. The operating room nurse tried to unscrew it with the augment screwdriver. The tip of the screwdriver broke off in the recess of the screw. They then opened another set with the augment screwdriver and distal telescoping rod to continue the surgery. The surgery was delayed by 3-5 minutes. There was no other consequences or impact to the patient.